Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grips at the base. A piece approximately 0.9mm x 0.4mm was found to be broken. The broken piece was not returned with the instrument. Further inspection of the returned instrument found additional damage of broken molded insulator on the grip-tips. Additionally, the instrument was found to have a broken molded insulator. The broken piece measures approximately 0.9 mm x 0.4 mm, confirming that a fragment detached from the instrument and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does appear to be bent. The complaint regarding instrument jaws were broken was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that the force bipolar instrument jaws were broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient. It was had to break the fragments off to unbend the instrument and remove the trocar, the surgeon had to remove the instrument along with the trocar because the instrument would not slide out of the trocar due to the bend at the point of damage during the last surgical procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.